Manufacturer narrative:
Event date: asku. Corrected information b5: there was no report of patient injury or medical intervention associated with this event. No additional information is available. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months, however the issue was not reproduced during the previous return. Review of the prior service record indicates that all service actions were completed. The device was found to deliver within specification during flow accuracy testing. A review of the event history log was performed but did not provide an event occurrence date or event parameters, therefore a review of the last days of customer use was performed and revealed no abnormalities that could cause or contribute to the reported problem. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.